Event description:
The patient expired the following day after the implant procedure. According to the physician, the implant was successful, and the patient expired due to a dislodged clot which caused ischemic colitis.